Event description:
Over the summer, the nicu cns (clinical nurse specialist), reported four incidents of leaks while using the baxter 0.22 micron downstream high pressure extended life, polyethylene lined tubing, male luer lock adapter (manufacturing # 1c8363). I contacted the baxter representative and sent failed tubing to the biomedical department as well as baxter's quality testing department. Over the past week, three more incidents of failed tubing were reported. All leaking from tubing located around the luer lock adapter, similar to leaks reported over the summer. I spoke with baxter quality regarding the findings from the summer. Baxter quality informed us by written report that they did find a defect with the tube bonding around the luer lock adapter.====================== manufacturer response for male luer, baxter extension set (1c8363)======================all six samples were visually inspected for cracks at the male luer than could cause leaks. All six samples had a crack on the tubing port of the male luer. The samples were then pressure tested with water at 45 psi, and all samples leaked at the crack on the luer; confirming our report. The confirmed leakage is related to the supplied male luer component. The one piece male luer has since been replaced with an alternative luer on codes that are manufactured for the same tubing. Additionally, we did complete a batch review of the provided lot number and found no discrepancies in the manufacturing process. This condition will continue to be monitored for possible trends.